Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was completed and reviewed. The complete lead was returned for analysis. The helix was noted to be stretched. The observations were attributed to induced damage in the field.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that shortly after implant the patient experienced chest pain likely due to a micro-perforation involving the right ventricular (rv) lead. The rv lead was explanted. After the lead was explanted the chest pain was resolved; however, the patient still had some pericarditis which led to an additional day of hospitalization. No additional adverse patient effects were reported.